Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 71% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The target lesion was pre-dilated with a 3.5x12mm maverick balloon. While the physician prepared a 4.5x16mm liberte bare stent delivery system (sds), the stent dislodged from the sds when the stent protector was removed. The physician did not notice that the stent had dislodged until there was no stent observed under angiography. The physician removed the sds and observed that there was no stent on the sds. The stent was then found in the stent protector. The procedure was completed with a placement of a 4.0x16mm promus element stent and no patient complications were reported. The patient's post-procedure condition is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 71% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The target lesion was pre-dilated with a 3.5x12mm maverick balloon. While the physician prepared a 4.5x16mm liberte bare stent delivery system (sds), the stent dislodged from the sds when the stent protector was removed. The physician did not notice that the stent had dislodged until there was no stent observed under angiography. The physician removed the sds and observed that there was no stent on the sds. The stent was then found in the stent protector. The procedure was completed with a placement of a 4.0x16mm promus element stent and no patient complications were reported. The patient's post-procedure condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device found that the stent was pulled off the balloon and was positioned out over the tip section of the device. Approximately 1mm of the proximal end of the stent was positioned inside the stent protector. An examination of the balloon found no issues. The balloon did not appear to have been subjected to any positive pressure. One possibility is that the stent was deployed inside the stent protector during preparation. In such a case the balloon would not be able to unfold completely and refold upon deflation. The stent was slightly raised in its mid section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).